Event description:
The customer reported the system will not subtract. There are bad configuration files.

Manufacturer narrative:
The ge service rep erased flash and reloaded cal files. He checked configuration files for accuracy and tested system by doing subtractions of a phantom. System operating as intended upon completion. Subtraction.